Manufacturer narrative:
Sensor, applicator and sensor pack (B)(6) has been returned and investigated. Visual inspection has been performed on the sensor, applicator and sensor pack and no issues were observed. The applicator has been fired correctly. Lid was not completely peeled off. Sensor plug was properly seated. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Therefore, issue is not confirmed to use due to incorrect assembly method. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc device inserter did not fire and sensor could not be applied. As a result, customer experienced feeling "confusion when they arrived at their house and suddenly burst out to tears" and was unable to self-treat. Customer had contact with a healthcare professional (paramedics) who obtained an unspecified low blood glucose result and provided oral glucose as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc device inserter did not fire and sensor could not be applied. As a result, customer experienced feeling "confusion when they arrived at their house and suddenly burst out to tears" and was unable to self-treat. Customer had contact with a healthcare professional (paramedics) who obtained an unspecified low blood glucose result and provided oral glucose as treatment. There was no report of death or permanent impairment associated with this event.